Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a removal surgery of etn was performed, the surgeon had difficulty attaching the reported extraction screw to the implanted nail. The extraction screw kept rotating and was never inserted in the nail properly. In the end, the surgery was complete since the extraction screw was properly attached to the nail by hitting it with a hammer. There was 30 minutes delay in the surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to a device marketed in the us. Product investigation summary: we have received the extraction screw for investigation. Visually, marks of use on the entire instrument could be detected. The provided functional test with inserting of the complained extraction screw in to the nail worked as intended. The shaft thread of this article is worn, and some parts of the thread flanks have been damaged and loosened. No manufacturing related fault could be found. It is likely that trough out insertion of the extraction screw at a wrong angle, turning of it in the wrong direction or inserting it with a hammer like described in the complaint description can lead to such damages. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided. No r/a information available. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Manufacturing location: (B)(4), manufacturing date: 21st may 2013, no ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.